Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn: (B)(4)) was performed by a zoll service technician. The reported complaint of a tcmid: 05 (coolant diif failure) was confirmed during functional testing and review of the event log. To resolve the reported issue, the faulty pic-16 pc board and lm 34 temperature sensor were replaced. The thermogard xp ivtm console is a reusable device and was manufactured on 01/28/2014. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. The thermogard xp ivtm console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
The thermogard xp itvm console (sn: (B)(4) ) displayed a tcmid: 05 (coolant diif failure) message during patient use. A secondary thermogard console was used to continue and complete patient's temperature management therapy. According to the reporter, there was no patient consequence as a result of the issue.